Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: pentaray nav high-density mapping eco catheter (model# d-1282-11-s, lot# 30115048l). Carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter suffered cardiac tamponade requiring pericardiocentesis. During the procedure, when the pentaray nav eco catheter was connected, error 116 magnetic sensor error 20 pole a port was displayed on the carto 3 system. The cable was replaced, and the issue remained. The issue was resolved by replacing the catheter. The magnetic sensor error issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. After completing the afib portion of the procedure, when performing a cavotricuspid isthmus (cti) line, the physician noted a significant steam pop. The patient experienced elevated heart rate and low blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Heparin was reversed with protamine per protocol. Pericardiocentesis was performed to remove approximately 1 l of blood from the pericardium. The blood was re-instilled via cell saver. The patient was reported to be in stable condition after pericardial drainage and was sent to recovery without further issues. The activated clotting time (act) at the time of the event was >400 seconds. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. It is not believed that the biosense webster inc. (Bwi) product contributed to the causality of the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 2/11/2019. The device was visually inspected and it was found to be in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. The irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).